Event description:
It was reported the pt lost stimulation due to a lead fracture. As a result, surgical intervention was undertaken, explanting and replacing the lead. The physician electively replaced the ipg with an updated model. Effective therapy was restored postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.